Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 12mm longitudinal tear starting 28mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.